Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 white reload was fired and the staple line bled. The surgeon attempted to use the fenestrated bipolar forceps instrument to cauterize the bleeding from the staple line. However, the energy would not engage from the fenestrated bipolar forceps instrument and as a result, a clip was applied to the staple line to control the bleeding. It was reported the bleeding was minimal, and a backup fenestrated bipolar forceps instrument was used to complete the procedure robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 white reload during this reported event for failure analysis investigations. Sureform 60 stapler instrument logs show (part number: 480460-09), (lot number: l11230316-0470), was installed on the system at least 8x and fired 8 reloads (8 white). Logs are only available for installs 6, 7, and 8. For installs 6-8, the first clamp attempt was successful, and the firing was completed with 1 pause for compression on each. Additionally, on install 7, the system failed to detect the reload color, and the user manually selected the white reload via the gui on the surgeon side console (ssc) touchpad. There were no incomplete clamps, incomplete unclamps, or firing failures during the final 3 installs. There were no stapler related errors in the logs for the procedure.